Event description:
It was reported that guidewire entrapment occurred. The severely calcified target lesion was located in the superficial femoral artery (sfa). A 1.85mm jetstream sc catheter was selected for the atherectomy procedure. During device removal after lesion cutting by the device, it was observed that the device was entrapped on the guidewire. Both device and guidewire had to be removed together. There were no patient complications, and the case was completed with the original device.

Manufacturer narrative:
Device evaluation by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream sc-1.85. The guidewire was in the device when returned. The device and the catheter shaft were analyzed for damage. The returned device showed shaft damage in the form of a kink located 135cm from the tip. The guidewire was pulled from the device with a slight restriction. The device was set up per the IFU and the device functioned as designed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for guidewire sticking and shaft damage.

Event description:
It was reported that guidewire entrapment occurred. The severely calcified target lesion was located in the superficial femoral artery (sfa). A 1.85mm jetstream sc catheter was selected for the atherectomy procedure. During device removal after lesion cutting by the device, it was observed that the device was entrapped on the guidewire. Both device and guidewire had to be removed together. There were no patient complications, and the case was completed with the original device.